Manufacturer narrative:
(B)(4). This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7 diopter -1.50/+4.5/089 diopter into the patient's right eye (od) on (B)(6) 2017. The surgeon noted refractive surprise, blurred vision, and lens re-alignment. Reportedly, the lens was re-aligned on (B)(6) 2017. The lens remains implanted. Attempts to obtain any further information have been unsuccessful.

Manufacturer narrative:
Date of this report: it is corrected from " 26-oct-2017" to "25-oct-2017" in the initial MDR. Date received by manufacturer: it is corrected from "26-oct-2017" to " 25-oct-2017" in the initial MDR. (B)(4)

Manufacturer narrative:
The diopter value of the initial lens implanted in the patient's right eye (od) is corrected from "-1.50/ +4.5/ 089 sphere/ cylinder/ axis" to "-2.0/ +4.5/ 072 sphere/ cylinder/ axis". (B)(4)